Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where in the green range was the device fired? (Low b or high b setting) how much bleeding occurred? Did the patient receive a blood transfusion? If so, how much blood was the patient given? The procedure was aborted due to tissue damage. How was the tissue damaged? Are there plans to perform this procedure again? If so, has a date been set?

Event description:
It was reported that during a starr procedure, the surgeon closed the stapler until the range of closure which allows the firing. When starting the procedure, pushing the trigger was harder than usual. After activating, the tissue resulted cut, the agraphes were applied but still open (the surgeon managed to retrieve them so they are returning). The surgeon applied the suture manually on the tissue that was bleeding so much because it was cut but not sutured. The surgery was completed by suturing manually. The surgeon decided not to go on with the surgery because the tissue was damaged. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, the file has been upgraded to a serious injury. Additional information was requested and the following was obtained: where in the green range was the device fired: (low b or high b setting) the device was fired in low b setting (I need to take more effort than usual to close the device); how much bleeding occurred: there was some bleeding and I have sutured the tissue; did the patient receive a blood transfusion, if so, how much blood was the patient given: the patient didn¿t receive a blood transfusion. (Hemoglobin went to 7 the patient is young and we added some vitamin b12). The procedure was aborted due to tissue damage. How was the tissue damaged: the procedure was aborted due to tissue damage. The tissue was cut with no indented; are there plans to perform this procedure again, if so, has a date been set: we need to re-evaluate the situation during the next weeks. The analysis results found that the pph01 device arrived with the breakaway washer present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.